Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The patient with history of deep vein thrombosis while on anticoagulation with upcoming gastric bypass surgery had an inferior vena cava (ivc) filter deployed with the hook at the caudal aspect of the l1 vertebral body. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. An inferior venacavogram demonstrated a tilted filter with limbs extending beyond the ivc into soft tissues. A small focus of thrombus associated with the hook of the filter was attached to the left lateral wall of the ivc at the site of contact with the filter hook. Multiple attempts at retrieving the filter were unsuccessful. Approximately four months post filter deployment, CT scan demonstrated a tilted and detached limb which remained unchanged from the first filter retrieval procedure. Five filter limbs were extending beyond the wall of the ivc. Approximately five months post filter deployment, the patient was scheduled for retrieval of the migrated and detached filter. Multiple attempts were made with multiple devices to straighten and retrieve the filter but were unsuccessful. Approximately six months post filter deployment, rigid bronchoscopy forceps were used to remove tissue from above and around the filter hook. An attempt at snaring the filter was unsuccessful and the procedure was concluded. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for a tilted filter, detached filter limb, perforation of the ivc, thrombus above the filter, and difficulties removing the filter. However, the investigation is inconclusive for the alleged migration issue. Per the provided medical record, the filter was implanted before and/or in conjunction with bariatric surgery. Therefore, it is possible that the surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a patient had a vena cava filter deployed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, filter struts perforated, and the filter was unable to be retrieved after three attempted but unsuccessful percutaneous removal procedures. It was further alleged the filter detached and the filter limb was unable to be removed after two attempted but unsuccessful percutaneous removal procedures. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of deep vein thrombosis while on anticoagulation with upcoming gastric bypass surgery had an inferior vena cava (ivc) filter deployed with the hook at the caudal aspect of the l1 vertebral body. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. An inferior venacavogram demonstrated a tilted filter with limbs extending beyond the ivc into soft tissues. A small focus of thrombus associated with the hook of the filter was attached to the left lateral wall of the ivc at the site of contact with the filter hook. Multiple attempts at retrieving the filter were unsuccessful. Approximately four months post filter deployment, CT scan demonstrated a tilted and detached limb which remained unchanged from the first filter retrieval procedure. Five filter limbs were extending beyond the wall of the ivc. Approximately five months post filter deployment, the patient was scheduled for retrieval of the migrated and detached filter. Multiple attempts were made with multiple devices to straighten and retrieve the filter but were unsuccessful. Approximately six months post filter deployment, rigid bronchoscopy forceps were used to remove tissue from above and around the filter hook. An attempt at snaring the filter was unsuccessful and the procedure was concluded.

Event description:
It was reported through the litigation process that a patient had a vena cava filter deployed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, filter struts perforated, and the filter was unable to be retrieved after three attempted but unsuccessful percutaneous removal procedures. It was further alleged the filter detached and the filter limb was unable to be removed after two attempted but unsuccessful percutaneous removal procedures. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later post filter deployment, the bard g2 x inferior vena cava filter was attempted for removal. The right internal jugular vein was accessed and a 5-french multihole straight catheter was advanced through the filter over the guidewire. An inferior vena cavagram was performed which demonstrated that the filter to be tilted to the right with its head and hoop apparently buried in the left lateral wall of inferior vena cava. Also, just superior to this area of contact, there was a small focal thrombus measured approximately 10 mm in diameter, associated with the head of the inferior vena cava filter apparently attached to the left lateral wall of the inferior vena cava at the site of contact with the hook portion and this has a smooth rounded contour and projected into the lumen. The study also showed at least four legs of the filter appeared to have perforated the inferior vena cava and project into the soft tissues on its right lateral aspect. At this point, it was decided to attempt to retrieve the filter despite this unfavorable positioning. A 7-french vascular sheath was advanced over the guidewire and positioned in the infrarenal inferior vena cava an expro elite i5-mm spiral snare device was deployed using a 5-french angled kumpe catheter. Despite prolonged attempts the snare failed to grab the hook at the superior aspect of the filter, and it could not be detached from its contact with the wall of the inferior vena cava. A second snare device (amplatz gooseneck snare, 20 mm) was also tried without success. Then, the stiff guidewire was also advanced through the filter on its left lateral aspect to straighten it and this again was unsuccessful at detaching the filter hook from the sidewall of the inferior vena cava. Finally, the proceduce was terminated and concluded with unsuccessful attempt at filter retrieval. After two months, a computed tomography of abdomen and pelvis was performed for evaluation of inferior vena cava filter. The study showed that there was an inferior vena cava filter device in the infrarenal inferior vena cava, and the filter was noted to be tilted. The study also showed that at least five of the struts of the filter appear to have penetrated the wall of the inferior vena cava and this was more marked on the right side of the inferior vena cava. Also, the filter was tilted so that its retrieval hook device extended into the wall of the inferior vena cava on the left lateral aspect and it appeared to tent the inferior vena cava around it. The hook does not definitely perforate the inferior vena cava. Also, there was a fractured strut located in the sagittal plane and most of its length appeared to be extravascular. This extended posteriorly through the wall of the inferior vena cava, not attached to the underlaid filter device and its hook portion appeared to be eliciting a small periosteal reaction along the anterior surface of the l2 vertebral body. Also, the hooks of the filter that extended through the inferior vena cava wall do not appear to enter the bowel, the kidney, or the aorta. After two weeks, the bard g2 x inferior vena cava filter was again attempted for removal. The indication was mentioned that the patient had an inferior vena cava filter and noted filter migration and fracture. During the procedure, the right internal jugular vein was accessed, and a 12-french braided sheath was placed. Then the right common femoral vein was accessed, and a 6-french sheath was placed. Then an inferior vena cavagram was performed which demonstrated similar malpositioning of the inferior vena cava filter with multiple prongs extended beyond the vessel lumen and the hook of the vessel apparently imbedded within the vessel wall at the inferior margin of the left renal vein. Also, stable positioning of the migrated inferior vena cava filter. At that point attempts were made using a berenstein catheter and berenstein wire as well as glidewire to position the wire between the head of the filter and the medial vessel wall. At that point an 18.0 x 4.0 cm atlas balloon was positioned on the wire and utilized to attempt to displace the filter from the vessel wall without success. Then a bentson wire was advanced within a sos flush catheter from the internal jugular access sheath and was positioned in attempt to snare the filter from below. At that point a 2.5 cm looped snare was utilized to pull the distal end of the bentson wire into the sheath and form a loop utilizing the sos catheter and bentson wire around several prongs of the inferior vena cava filter. An attempt was then made to advance the sheath over the head of the filter without success. At one-point multiple attempts were made with a 10 cm and 2.5 cm snare as well as a tulip snare in attempt to snare the hook of the filter however it was identified that the hook of the filter was imbedded within the wall and could not be accessed. At another point during the procedure attempt was made using a combination of attempted balloon displacement as well as snare from below as well as snaring from above. Again, this was unsuccessful at displacing the head and hook of the filter from the vessel wall. Then, final attempts were made using an endoscopic croc a gator device, but this also was unsuccessful. Finally, the procedure was terminated, and the removal attempt of the filter was unsuccessful. However, it was recommended that there will be re-attempt filter retrieval with a forceps device in the upcoming weeks. After four weeks, the bard g2 x inferior vena cava filter was again attempted for removal. The patient had the bard filter, and it was unable to be retrieved due to the filter tilt. This was the second attempt. During procedure, the right internal jugular vein was accessed, and a benson wire was inserted followed by serial dilatation, a 12 french 40cm angled cook sheath was inserted above the filter hook. Then a rigid bronchoscopy forceps device was used that was shaped to bend towards the filter and attempts were made to remove the tissue above and around the filter hook. The pieces of tissue were seen to be retrieved. A repeat cavagram was performed, however did not show any significant improvement. An attempt was made at snaring the filter unsuccessfully. Finally, the procedure was terminated, and the removal of inferior vena cava filter was unsuccessful. Post vena cavagram was performed which demonstrated filter tilt and previously identified broken filter strut was not significantly changed from prior exams. After one year and three months, the patient reported for chronic back pain for the past three months and the pain is typical back pain and worse, lower back radiated to left buttock, down the back of leg. After one year and eleven months, during bariatric office visit, it was mentioned that the patient had an inferior vena cava filter and one of the filter struts fractured and became lodged in the spine and the filter has remained in place. After three years and eight months, an x-ray of abdomen was performed for inferior vena cava filter evaluation. The study showed an inferior vena cava filter overlying the right transverse process of l2. Therefore, the investigation is confirmed for the alleged filter tilt, detached filter limb, perforation of the inferior vena cava, filter migration and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient had a vena cava filter deployed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, filter struts perforated, and the filter was unable to be retrieved after three attempted but unsuccessful percutaneous removal procedures. It was further alleged the filter detached and the filter limb was unable to be removed after two attempted but unsuccessful percutaneous removal procedures. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Sometime after filter deployment, during a filter retrieval procedure, venogram demonstrated malpositioning of the filter with multiple tongs extending beyond the vessel lumen and the hook embedded within the vessel wall at the inferior margin of the left renal vein. Attempts were made using multiple devices to try to remove the filter, all were unsuccessful at retrieval. Twenty-nine days post filter retrieval attempt, a cavagram was performed demonstrating filter tilt and previously broken filter strut. Another retrieval attempt was made, however the filter remained implanted at that time. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter, detached filter limb, perforation of the ivc wall, and difficulties removing the filter. The investigation is inconclusive for the alleged migration as there is no indication of at what level the filter was deployed or retrieved provided in the medical records. Per the provided plaintiff profile form, the filter was implanted before and/or in conjunction with bariatric surgery. Therefore, it is possible that the surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall. - filter malposition - filter tilt procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a patient had a vena cava filter deployed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, filter struts perforated, and the filter was unable to be retrieved after three attempted but unsuccessful percutaneous removal procedures. It was further alleged the filter detached and the filter limb was unable to be removed after two attempted but unsuccessful percutaneous removal procedures. There was no reported patient injury.